Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper popped out of the tube. The following information was provided by the initial reporter and translated to english. The customer stated: "biomedical informs during the visit that it continues to have problems with opening the lids, which has been impacting the unit's routine and compromising its qualification."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper popped out of the tube. The following information was provided by the initial reporter and translated to english. The customer stated: "biomedical informs during the visit that it continues to have problems with opening the lids, which has been impacting the unit's routine and compromising its qualification."